Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2020-30935. It was reported the patient experienced a loss of stimulation. Diagnostics revealed high impedances, and reprogramming was not possible. To address the issue, the physician explanted and replaced the patient¿s leads, which resolved the issue.

Manufacturer narrative:
The report event was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Visual inspection showed the returned device found all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.